Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer for service. During evaluation, the ventilator failed the oxygen (o2) flow test. No harm or injury was reported. The air exchange control module (aecm) required replacement to address the issue. The device passed all testing. Additional findings not related to the malfunction/issue include replacement of missing rubber feet and the replacement of the front case enclosure due to damaged screw bosses.